Event description:
It was reported that the insulin pump alarmed motor error during the rewind process. The caller did not know the blood glucose reading but stated that the blood glucose levels were within normal range. It was also noted that the device user did not require any medical treatment. The caller stated that there were also several motor error alarms in the device alarm history. The insulin pump experienced a prime anomaly as well. Nothing further reported.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No motor error alarm could be verified due to the unresponsive buttons. The motor was tested outside of the device and passed the motor test. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.